Manufacturer narrative:
(B)(4). The rt046 hospital non-vented full face mask is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k083122. We are currently in the process of obtaining further information from the hospital to determine if the complaint rt046 masks caused or contributed to the reported event. We will provide a follow up report once we have completed our evaluation. Devices were discarded by customer.

Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the "headgear stitching became undone" on two rt046 non vented hospital full face masks during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt046 hospital non-vented full face mask is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k083122. Method: a request was made for the return of the complaint device, however the customer had already discarded the complaint device. Results: without the return of the complaint device, we were unable to determine what may have caused the problem reported by the hospital. The rt046 hospital non-vented full face mask features a mask base, seal, and headgear. The mask is intended to enable non-invasive positive pressure ventilation (nppv) therapy (CPAP or bi-level) to be delivered to spontaneously breathing adult patients with respiratory insufficiency or respiratory failure and have been prescribed nppv. The masks are to be fitted and therapy maintained by trained medical practitioners in a hospital / institutional environment with patient monitoring in place. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt046 hospital non-vented full face mask. It also states the following: - inspect the mask for damage. Discard the mask if any parts are broken or if the seal is torn. - verify that the therapy device (i.e. Ventilator or flow source) including all alarms and safety systems are functioning correctly and that it is supplying the correct pressure(s). - ensure adequate patient monitoring is in place. - verify that the therapy device, including alarms and safety systems, are functioning correctly prior to use. - the mask must be fitted and therapy established by an appropriately trained medical practitioner or care provider. - this mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death. Devices were discarded by customer.

Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the "headgear stitching became undone" on two rt046 non vented hospital full face masks during use. No patient consequence was reported.